Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed . Share log review was performed and passed no issues were found. Performed pairing test with nordic bluetooth device: passed. Performed pairing test with nordic bluetooth device: passed. Bin file review:passed. The customer complaint was not confirmed because there is no loss of connection in the bin file and it passes all relevant testing. The reported event of a loss of connection was not confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted upon completion of device investigation.